Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that the patient presented to the emergency department after the patient alert tone sounded. During the lead revision procedure, a visible insulation defect was noted. The lead was explanted. No patient complications have been reported as a result of this event.